Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit not maintaining pressure. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions). Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) wil not visit the site. After receipt of the purchase order (po) fse will visit the site. More than three good faith efforts (gfe's) were performed to get repair information but no response received. The investigation shall be closed now. If any new information received the complaint will be reopened and updated it. H3 other text: awaiting technical visit.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) not maintaining pressure. There was no harm reported.